Manufacturer narrative:
Per tandem¿s t:flex cartridge instructions for use: ¿make sure that insulin is at room temperature before filling the cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple minimum fill messages after the cartridge was filled with 150 to 180 units. The customer added 50 units to the cartridge, reloaded it successfully, and resumed insulin therapy. Reportedly, the customer filled the cartridge with cold insulin. There was no impact to the customer's blood glucose level.